Event description:
During a procedure on (B)(6) 2013, a surgeon noted the locking cap pop off the titanium locking screw synapse implant. It was reported that the cap had high stress across the construct from deformity. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A product development event evaluation was performed. All ten (10) locking screws exhibited signs of use; however, they were in good condition and corresponding threads of each locking screw did not show any damage. The two (2) polyaxial screws did not exhibit any apparent defect or damage, only signs that they have been used. The two (2) pieces of rods exhibited several scratches all over the surface material and no apparent defects. The two polyaxial screws, the rods and two randomly selected locking screws were assembled together without difficulty. This was tried two more times using different locking screws and no problems were identified. Based on the evaluation results, the locking screw device and implant construct design were found to be adequate for their intended use and it is unknown what other factors could potentially contribute to the reported condition. The disposition for this complaint from a design perspective is indeterminate. (B)(4).

Manufacturer narrative:
Lot #: obtained from devices received. One ti locking screw was submitted on the initial medwatch report. A total of (B)(4) locking screws were received for investigation. Synthes is unable to determine which lot # potentially contributed to the complaint event; therefore, all lot numbers are being reported as follows: 6693648, 6693639, 6793188, 6770755, and 6819733 (quantity 6). Device was returned for evaluation. A manufacturing evaluation was conducted. The report indicates all caps have some signs of use in the hex head, but the threads are all intact and look good. General machine manufactured the ti locking screw. Due to an unknown cause, the caps are popping out. The material of screw was confirmed to be within specification as well as the major diameter of the threads and thread thickness. The parts all passed inspection at the time of manufacturing. Investigation is on-going. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). The product conformed to all requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: corrected to adverse event. Manufacturing name, city and state were corrected to synthes monument, monument (B)(4).

Event description:
Patient was returned to the or on an unspecified date for removal of hardware. This is 1 of 3 reports for the same event, (B)(4).